Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The pump had an error alarm. Recommended customer to stay on back-up plan of manual injections. Assisted customer to clear the alarm and to prime and rewind. The customer's family member stated that the piston rod was pushing against their finger in reservoir compartment and it was hard to get the pump to perform manual prime function. The family member suspected that high bgs were result of pump malfunctioning.